Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. No abnormal pump behavior or issues were observed in the pump¿s black box data. The pump successfully completed a prime sequence without issue or alarm. The pump¿s force sensor calibration was found to be within specification. No damage of defect was found to the pump¿s force sensor circuit.